Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds and high pacing impedance due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.